Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that top screw of the g clamp was loose where normally it is welded with epoxy coating. During surgery it caused difficulty while attaching the g clamp to the oxford® tibial gap sizing spoon (32-422792). Surgeon succeeded finally to attach the g clamp to the spoon. After surgery spd noticed that the screw had presence of either blood or rust. Unfortunately they cleaned it therefore no evidence is available for analysis.

Event description:
It was reported that top screw of the g clamp was loose where normally it is welded with epoxy coating. During surgery it caused difficulty while attaching the g clamp to the oxford® tibial gap sizing spoon (32-422792). Surgeon succeeded finally to attach the g clamp to the spoon. After surgery spd noticed that the screw had presence of either blood or rust. Unfortunately they cleaned it therefore no evidence is available for analysis.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. Loctite (an adhesive) bond, which locked the screw in the position, has failed. The failure could have been caused by the attempts to undo the screw by cleaning technician for reprocessing or/and high autoclave temperatures and multiple sterilisation cycles. However, the contribution of these factors cannot be confirmed by the information provided in the complaint or visual analysis. The product development team has implemented a change to address this issue. The current design version utilises a pin to secure the screw in the position to avoid future issues related to this complaint. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.